Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that drainage was noted at the incision site of the implantable cardioverter defibrillator (ICD). Cultures were taken and tested positive for infection. The ICD system was explanted. No further patient complications have been reported as a result of this event.